Event description:
Shiley received a copy of a hospital medical device explant form which indicates that the pt was admitted to the hospital for replacement of the pt's shiley heart valve due to "aortic valve disorder". According to the explant form, the pt survived surgery. Further information indicated the valve was explanted due to an "ascending aortic aneurysm with root comp". According to subsequent info received from the surgeon, there was no abnormalites detected within the valve.